Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-04991. Follow-up identified the patient underwent surgical intervention on (B)(6) 2018. During the procedure, the model 3716 ipg was explanted and replaced. Effective stimulation was restored post-operatively.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. The concomitant devices are unknown at this time. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-04991. The patient has two ipg systems. It was reported the patient experienced discomfort at the thoracic ipg site due to weight loss. As such, surgical intervention is planned to address the issue. It is unknown which of the two ipgs is the thoracic ipg.